Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was foreign material inside the sterile package.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: hair in the sterile package the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be manufacturing. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was foreign material inside the sterile package.